Manufacturer narrative:
(B)(4). Additional information: the sample was not returned for evaluation; therefore, the condition could not be confirmed or duplicated and the assignable root cause could not be determined. Similar reports have been received for the reported problem. The root cause investigation is in progress through im-(B)(4). A batch review could not be completed as the lot number was not provided. If additional information or samples become available, a follow-up report will be submitted.

Event description:
The facility representative contacted baxter to report an infusor in which there was a reservoir that ruptured. The event occurred during patient use at the hospital. The device was filled with fentanyl citrate. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.